Event description:
Additional information received from the family member reported that the trial patient came home without a catheter and did the trial for 4 weeks. The family member indicated that the patient had someone come every day to clean them and the floor but the patient ruined the chair. When the when to go back to get the permanent implant, they could not get it because they had an infection. Months later, the patient went to a different hcp and they were told ¿I can help you he sent her for another interstim trial¿. There were no further complications reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va1u14m, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 21-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding an advanced evaluation trial patient with an external neurostimulator (ens). It was reported by a manufacturer representative (rep) regarding an advanced evaluation patient that the patient who began their trial on (B)(6) 2018 had their lead explanted on (B)(6) 2018 because the patient had an infection where the percutaneous extension came out of the body and in the lead/extension pocket. It was noted the device was discarded and that it would not be replaced in the future. The patient had reported being incontinent at night/had been soaking their diaper with urine and sleeping through the night in a wet diaper. A urine analysis culture came back positive showing infection, with the same organism as did the culture of the lead. It was noted the urine analysis culture was resistant to 2 antibiotics. The patient was admitted for intravenous antibiotic for 24 hours and it was noted the issue was not resolved at the time of the report. The patient was released from the hospital on (B)(6) 2018. There were no further complications reported.

Event description:
Additional information was received from a health care provider (hcp). It was reported that the patient¿s noted dates and history of utis prior and since implant were june 5, november 29 and december 13. The hcp reported the cause of the uti to be the patient being incontinent and sitting in a ¿recliner.¿ the hcp did note that the utis were related to the patient¿s underlying urinary dysfunction and that they were not related to the device/therapy. It was noted antibiotic therapy was administered to the patient for the uti and the issue had been resolved; the trial device had been explanted and the uti was treated. There were no further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33; lot#: va1u14m; implanted: on (B)(6) 2018; explanted: on (B)(6) 2018; product type: lead; patient code c50791 no longer applies and evaluation code method, evaluation code-result and evaluation code-conclusion codes no longer apply to product neu_ens_stimulator, ens external neurostimulator, unknown serial number. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.